Event description:
The customer contacted baxter (B)(4) to report a solution administration set that a leak was observed "at the level of the injection site, the leakage was located in the middle of the membrane." The process step was identified to be during infusion. There was patient involvement and "there was a venous return without consequence" reported. However, no patient injury was reported and medical intervention was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.